Manufacturer narrative:
Additional information: section h4 (device mfg date) is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. Section 7a (single use device) has been updated. Sensor (B)(6) was returned and investigated. The sensor plug is properly seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Performed visual inspection of the sensor plug assembly and no failure modes were observed. The current was applied to the sensor to perform accuracy test, and all results were within specification. No malfunction or product deficiency was identified. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. Product has not yet been returned for this complaint. Adc investigated the complaint for low readings of the sensor scan and determined that there was no indication that the product did not meet specification. Sensor kit expiration date is 31-aug-21. Case awareness date is 26-oct-21, which confirms the usage beyond the useful life of the device. Additional investigation activities are not required at this time as the device met specification when it was released and throughout its lifespan. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.